Event description:
A patient reported while using their night aligners that they were treated for periodontal disease. The patient said it was a routine visit, and the patient had some inflammation on the gum of one of their molars. Their dentist cleaned the area and treated it with oral antibiotics. The patient had 2 treatments of antibiotics and that was all.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.